Manufacturer narrative:
The associated complaint devices were not returned for evaluation.

Manufacturer narrative:
It has been established that the procedure described in this report was a duplicate of the incident reported previously via MDR 1020279-2015-00829. This procedure was the second part of a 2 stage revision, with only the cement spacer removed during this surgery.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to pain from loosened implant.